Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console exhibited laser failure during an unspecified time in the surgery. The procedure details and patient impact were not provided. Additional information has been requested but is not available at the time of this report.